Event description:
A false positive advia centaur xp toxoplasma igg result was obtained by the customer and considered discordant when compared to the patient's previous test history and follow up testing on an alternate toxoplasma igg test method. There was no report of adverse health consequences due to the discordant advia centaur xp toxoplasma igg result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00089 on (B)(6) 2013 for a false positive toxoplasma igg test result. October 15, 2013 - corrected information: the reagent lot number indicated in the initial MDR for results 38.6 (positive), 42 (positive) is lot 061189. The historical toxoplasma igg test result date of (B)(6) 2013 indicated in the initial MDR is (B)(6) 2013 october 15, 2013 - additional information: the discordant sample is not available for further investigation. The customer has not observed any additional false positive discordant toxoplasma igg test results. No conclusion can be drawn. Additional test results and reagent lot number information that was not available initially has been provided below. (B)(6).

Manufacturer narrative:
The cause for the positive advia centaur xp toxoplasma igg result compared to the patient's previous negative test results and the negative alternate toxoplasma igg test method result is unknown. Siemens has requested the discordant patient sample for further investigation. No conclusion can be drawn.